Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported entrapment of device (clip caught on chordae). The reported unexpected medical intervention was a result of case-specific circumstance as the clip was deployed with the chordae being stuck. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, while steering the mitraclip the clip became entangled within the chordae. Troubleshooting was preformed and the clip remained caught within the chordae. While trying to obtain a grasp of the leaflets it was identified that the grippers were unable to descend, likely caused by the location of the chordae. Troubleshooting was preformed and the anterior gripper was able to descend. The clip was able to grasp the anterior leaflet, and the posterior leaflet was captured by slowly closing the clip causing the posterior leaflet to be pushed into the posterior gripper. The clip was successfully deployed and the procedure was discontinued. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.